Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the inside of the insulin pump was exposed to insulin. The blood glucose reading was 430 mg/dl. The customer treated with manual injection. The customer reported that alarms had not become more frequent since the exposure to moisture. The insulin pump passed the self test. The customer reported that the reservoir seal came out because the plunger was used incorrectly. The customer also reported a no reservoir alarm and was unable to get through the rewind. The customer reported that she flipped the insulin pump upside down and insulin poured out of the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.